Event description:
The system's table moved out and down in an un-commanded motion. The field service engineer conducted service on the system and returned the system to the customer. There was a pt on the table at the time of the event but no death or serious injury was reported.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).